Event description:
The consumer had a seizure and was allegedly cut on a sharp piece of the railing on the bed. No serious injury is alleged.

Event description:
The consumer had a seizure and was allegedly cut on a sharp piece of the railing on the bed. No serious injury is alleged.

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Allegedly, the consumer had a seizure and was cut on a sharp piece of the railing on the bed. The consumer is a male. The consumers age, weight and height are unknown. The seriousness and the duration of the seizure is unknown. The force or degree to which the consumer moved during the seizure is unknown. It is not known if the alleged sharp edge was actually an unintended raised piece on the railing or simply part of the frame that was met with excessive body force. (B)(4).

Manufacturer narrative:
No alleged serious injury. Alleged malfunction. Allegedly, the consumer had a seizure and was cut on a sharp piece of the railing on the bed. The seriousness and the duration of the seizure is unk. The force or degree to which the consumer moved during the seizure is unk. It is not known if the alleged sharp edge was actually an unintended raised piece on the railing or simply part of the frame that was met with excessive body force.